Manufacturer narrative:
Investigation completed 6/12/2017. Method: -device history review; -trend analysis. Device history record reviewed for product ID a1059, serial # (B)(4) was manufactured on 28jul2016 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 06/02/2015 to 06/02/2017 for this reported failure and or related to "move" for product ID¿s a1059 shows no other complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the device in question was not released for review after several documented requests. The root cause could not be determined at this time.

Manufacturer narrative:
Investigation completed 11/01/2017 on returned device. The returned unit passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit will function properly. The unit needs heli-coils added to large starburst threads in order to continue functioning properly with attachments - this is a wear issue. General maintenance and cleaning required.

Event description:
Moving during posterior cervical cases was reported. Additional information has been requested. Linked to mfg. Report numbers: 3004608878-2017-00154, 3004608878-2017-00155.